Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) a leak had occurred and blood was seen in the iab. The customer replaced the iab with a new one. After inserting the second iab, the console generated a fiber optic sensor failure alarm. The pressure was taken from the side port of the sheath and planned to later be obtained via the central lumen. Therapy was concluded after five days. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 73.4cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 73.4cm from the iab tip. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) a leak had occurred and blood was seen in the iab. The customer replaced the iab with a new one. After inserting the second iab, the console generated a fiber optic sensor failure alarm. The pressure was taken from the side port of the sheath and planned to later be obtained via the central lumen. Therapy was concluded after five days. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2022-00936.